Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: fge stents, drains and dilators for the biliary ducts. D2b - procode: additional product codes: fge. H3 - device evaluated by mfg? Device evaluation is anticipated but has not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the suture from a chait enterostomy suture anchor set broke. As a result, additional gastric punctures were required. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.